Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported upstream occlusion which was unable to be reproduced during evaluation. Upstream occlusions were verified through a review of the event history log. The device was found to function as designed with relation to the reported symptom. No correction needed. No further action is required.

Event description:
It was reported that a spectrum pump had an upstream occlusion. There was no patient involvement. No additional information is available.